Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between the completion of pd therapy utilizing the liberty select cycler and the patient event of fluid overload with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Per the pdrn, the cause of the fluid overload is not confirmed but the patient had been completing pd treatments prior to hospitalization and there were no reported negative ultrafiltration issues. Based on the available information the liberty select cycler can be excluded as the cause of the fluid overload, however, it is unknown if the cycler contributed to the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis patient's nurse reported that the patient was seen in the clinic on (B)(6) 2019 and the patient's physician sent the patient to the hospital for fluid overload. Upon follow up with the pdrn, the patient was admitted to the hospital on (B)(6) 2019. The patient did not miss any pd therapy and was not having any issues with the liberty select cycler. There were no reported negative ultrafiltration results with pd therapy. The patient¿s cause for fluid overload has not been determined, however, it was reported that the therapy itself doesn¿t seem to be working for the patient. No additional information was available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.